Manufacturer narrative:
On (B)(6) 2003, initial surgery was done with ace humeral nail for fracture of shaft of humerus. In (B)(6) 2011, it was found that the nail was broken in x-ray. The patient had a pain. On (B)(6) 2011, another surgery was done to replace the nail by competitors product. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded fatigue striations and secondary cracking were observed in the fracture surface, indicating that fracture was due to fatigue. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised due to nail breakage. Doi - (B)(6) 2003. Dor - (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.